Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2015 device evaluation: the device has been returned and evaluated by product analysis on 01/17/2015 with the following findings: the pump powered on with the returned battery cap to a dim, discolored display. The battery cap was able to be fully tightened. A power loss was not duplicated. The battery compartment was found to be intact. The black box showed an unconfirmed loss of prime warning on 11/04/2014, that remained unconfirmed until 11/08/2014 when the battery voltage drained to the thresholds of a low battery warning. A replace battery alarm then occurred until the battery was discharged. The pump was exercised for 24 hours with no reboots, loss of power or call service alarms being duplicated. The pump case was removed for further investigation and there was no evidence of moisture or loose components found inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.